Event description:
The following was reported: when connected to the um600 and operated at a rotation speed of 1,500 rpm (with the blade attached), we observed that the motor occasionally failed to rotate or stopped unexpectedly. At those times, the event log recorded 'ID 116: motor is blocked. A similar phenomenon was also observed when the rotation speed was set to 10,000 rpm. However, this issue was not observed when testing with other handpieces. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).